Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests on 3 of 3 attempts. The instrument sealed and cut successfully. Additional findings: the jaw cover of instrument was found to be torn. The tears measured roughly 1645" x .0620". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover was extended to the base of the jaws. The probable root cause of damaged cover is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal was having a cutting issue. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) quality engineering (qe) team re-evaluated the reported synchroseal instrument. Following additional information was obtained: the in-house testing suggested that the cutting issue experienced by the user was likely due to attempting to seal an excessive amount of tissue between the jaws, in combination with other potential use-related factors. Furthermore, the probable root cause of the jaw cover torn is partially or wholly caused by user handling of the device, including sample manipulation or operational technique.

Event description:
Refer to h11 for follow-up information.